Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite us mr 32 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal and distal stent damage, with stent struts partially flared. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed. The balloon cones appeared to be relaxed and showing signs of having been subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 32 x 2.50 promus elite drug-eluting stent was selected for use. However, during unpacking it was noted that the end of the stent was partially inflated by the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 32 x 2.50 promus elite drug-eluting stent was selected for use. However, during unpacking it was noted that the end of the stent was partially inflated by the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.